Event description:
It was reported that the console was presenting low wattage. There was no patient involved.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The device was not returned for analysis; therefore, a technical analysis could not be performed. However, the console was serviced onsite by a field service engineer (fse). The field service engineer performed a physical inspection of the console and confirmed the reported condition. The channel brick, channel 2 optical connector, and the lens cell assembly lens were replaced. The system is vendor-used and not utilized on patients; therefore, vendor-specific testing was performed, and the standard checklist was not applicable. After service activities, the system was confirmed to be fully operational. The malfunction found could have affected the device performance leading to the event experienced by the customer. A risk review was completed and confirmed that the event of device low power was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the console was presenting low wattage. There was no patient involved.